Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: during investigation, moisture was found under the display lens. Unrelated to the original complaint, the battery compartment was cracked from below the grip pad to the case seal. Additionally, the pump case was cracked from between the display lens and the case seal. A leak test was performed and failed due to a leak in the cracked pump case. The pump was opened to find moisture damage on the continuous glucose monitoring board, and display.